Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a pump system being used to deliver morphine (unknown) at unknown dose/concentration for non-malignant pain and post lumbar laminectomy syndrome. A magnetic resonance image (MRI) was done on an unknown date to determine if a mass "where the morphine was going in to" and if the intrathecal drug was the reason for the mass. The reporter was unaware of the event date or any other details. Follow-up was conducted to determine the results of the MRI, the cause of the mass, and if any actions/interventions were taken to resolve the issue. A supplemental report will be submitted if additional information becomes available.